Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was issued on the associated cardiac resynchronization therapy defibrillator (crt-d) for a recent high, out-of-range shock lead impedance (sli) measurement on this right ventricular (rv) lead. Boston scientific technical services (ts) review of device information indicated that the sli had also gone out of range both the day before the alert and approximately three years prior. Ts discussed options for reporogramming the alert value and for troubleshooting the cause of the out-of-range measurements. Ts mentioned that on a single-coil lead, such as the rv lead associated with this device, sli measurements tend toward higher sli values. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
Upon receipt in the post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. The lead had been severed approximately 11.5 centimeters from the terminal end. Microscopic visual inspection identified calcification on the shocking coil and lead tip. The reported observation of out of range impedance measurements was confirmed. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of the returned product. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.